Manufacturer narrative:
A spacelabs field service engineer arrived onsite to evaluate the problem, and determined that the device should be sent for repair. The device was received at spacelabs depot repair, and the reported problem was verified. The power supply pcba was replaced. The repaired unit passed all functional tests and was restored to service. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report that on april 10, 2017 the bedside monitor went blank while in use. N injury was reported as a result of this event